Manufacturer narrative:
Lot number - 18f019, 18f031, 18k013, 18m010, 19a019, 19a034, 19b021, 19b032, 19b034, 19b036, 19c012, 19c024, 19d018, 19d054, 19d060, 19e024, 19e035, and an unspecified lot number. Twenty-four (24) single-use devices were received for evaluation. For twenty of the devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the twenty returned devices. For one of the devices, visual inspection revealed white drug residue at the blue winged luer cap, indicating that a leak had occurred. The blue winged luer cap was found to be slightly untightened. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. For three of the devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. Thirty-nine (39) photographs were also received for evaluation. For twenty-three of the photographs, visual inspection revealed fluid inside the bags that contained the devices, indicating that a leak had occurred. The location of the leak could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. For twelve of the photographs, visual inspection of the photographs did not clearly show evidence of a leak from the device. The reported condition could not be verified through evaluation of the photographs. For three of the photographs, visual inspection of the photograph revealed a leak from the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. For one photograph, visual inspection of the photograph revealed fluid inside the device due to a ruptured bladder. The reported condition was verified. The cause of the ruptured bladder was not determined. Four (4) companion samples were also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the four companion samples. A batch review was conducted for lots 19e024, 18f019, 18f031, 18k013, 18m010, 19a034, 19b021, 19b032, 19b034, 19b036, 19c012, 19c024, 19d018, 19d054, 19d060, and 19e035, and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 134 </noe> malfunction events. It was reported that at least one-hundred and thirty-four (134) small volume folfusors leaked. Forty-seven devices leaked from the blue winged luer cap, one device leaked from between the joint of the pump and syringe, one device leaked from the fillport, one device leaked from an unspecified cap, and at least eighty-four devices leaked from an unspecified location. All of the reported leaks occurred prior to patient use. For one of the events, the nurse cleaned up the device and attached the device to the patient. Infusion completed successfully with no patient consequences. No additional information is available.

Manufacturer narrative:
Four (4) additional devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the four returned devices. The devices were found to be conforming product. A batch review was conducted for lot 19a019 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.